Event description:
Used advanced medical optics complete as contact lense cleaner. Experienced sharp pain in the eye, redness, swelling, and watery eyes. After eye exam, eye doctor diagnosed with eye ulcer from acanthamoeba keratitis. Frequency: daily; route: ophthalmic. Dates of use: approx seven and a half months in 2007. Diagnosis: contact lense cleaner.